Event description:
Related manufacturer reference number 3006705815-2022-14979. Related manufacturer reference number 3006705815-2022-14982. It was reported that patient was unable to set the ipg into MRI mode. Reportedly, patient had fallen times and experienced ineffective therapy. System diagnostics recorded low impedances, which were not resolved with reprogramming. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.